Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inability to cycle the device. The physician attempted to pump the device, however after 5 pumps the pump was hard with no inflation. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient. During the explant procedure the physician observed that the tubing was kinked.